Event description:
The customer reported being in the emergency room with high blood glucose of 452mg/dl. The caller was going high because she did not have any supplies to replace in her insulin pump. The customer mentioned being off the insulin pump for more than eight hours. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2014-80444.